Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a stent placement problem occurred. The target lesion was located in the external iliac artery. As the 6.0x60x75 innova stent was deployed it was noted that the stent advanced slightly. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.